Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity and exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) discussed that remote monitoring was disabled due to low loaded battery voltage measurements. Device explant was recommended. This pacemaker was subsequently explanted and was not returned for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.